Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support after receiving an occlusion alert overnight that was initially missed. The patient cleared the alert and resumed insulin delivery; however, the occlusion alert later recurred. The patient sought guidance on how best to proceed. It was reinforced that completing a full supply change was the recommended course of action, which the patient planned to do. The patient reported having recently reset the pump and asked whether another reset was necessary. It was explained that an additional reset would likely not be required. The patient also inquired about administering a manual injection; the option was discussed along with the disconnection protocol, and the patient decided to proceed with the supply change and allow the pump to manage insulin delivery. Blood glucose levels were reported to be significantly elevated during the event, with readings greater than 400 mg/dl and remaining out of range for several hours. Device alerts for high blood glucose were reported. Blood glucose levels began to respond immediately after the patient replaced supplies and reconnected to the pump. No outside assistance, medical intervention, or symptoms were reported. During follow-up, the patient confirmed that blood glucose levels were back under control. The patient reported using contact/detach infusion sets. No further assistance was required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.